Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient's family/friend. The pump system was delivering lioresal via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. The family/friend did not think the patient was getting baclofen through the pump. The patient still had terrible spasms. The event started in (B)(6) of 2016. The patient had fallen out of the bed because the spasms were so bad. The patient had not noticed any improvement in the symptoms. It was noted that the patient was in the emergency room (ER) two nights ago. The physician in the ER said the patient's body was way too stiff and the "pump cannot be working." The ER could not get the patient down to put an IV in, because of the spasms. The patient reported that the first year with the pump was good. The patient had the pump implanted for multiple sclerosis (ms) and pressure sores on their heals due to spasms. After getting the pump the sores healed. At the time of report however, the patient had stage 4 pressure sores on their heals again. It was noted that the patient felt okay in general. The patient's mind got strange sometimes but it was thought it might be related to the msor the pump. The patient also had an increase in blood pressure, the patients blood pressure was usually under 120 and under 80 but was not 197/83. The patient had some altered mental status, rigidity, and spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.